Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
The complaint product is available for the investigation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 5.5mm ti cortical fix 6x40mm polyaxial screw (product code: 1867-31-640, lot number: arbcrc) was returned to the complaints handling unit. Visual examination shows the saddle was placed higher than its intended location as well as the saddle was oriented incorrectly. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Based on the returned device, the root cause still cannot be positively determined. A possible explanation for this is that the saddle experienced a higher than anticipated force possibly during insertion which potentially could have caused the saddle to ¿pop¿ out of place. The orientation of the saddle is off by 90 and therefore will create issues when attempting to insert a rod into the screw as the saddle will hinder this. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On initial mw-167536 is incorrect and should be 11-12-14. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports l4-s instrumentation was performed using the expedium/viper system for the patient with degenerative scoliosis. After screw insertion, the surgeon had difficulty placing a rod onto the viper cortical fixation screw. When checking the screw, the inner saddle was found to be raised within the screw head. The surgeon replaced the screw intra-operatively and completed the case. The procedure was extended for 10 minutes with no adverse consequences to the patient.